Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer reported the insulin pump might have gotten wet since there was a light drizzle. . Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to the damage. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly, no damage on the keypad assembly and no button error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.